Event description:
A nurse reported that they had two posterior capsule ruptures while using the system. Additional info has been requested but not obtained to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).